Manufacturer narrative:
Patient identifier = (B)(6). There was no further patient information provided by the customer. The field service representative (fsr) inspected the architect (B)(4) instrument and replaced the probe which resolved the issue. There were no additional discrepant results reported on the architect i2sr, serial number (B)(4), after the probe was replaced. A review of the instrument service history identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probe associated with this complaint, revealed no trends or systemic issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue or part. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified for either the architect i2sr, serial number (B)(4), or the architect probe.

Event description:
The customer observed false positive architect stat troponin-I results on several patients. The results were provided: (B)(6). There was no reported impact to patient management.